Event description:
A malfunction on the pump was reported by the customer, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.